Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during surgery, they noticed that the haptic broken/torn/missing. Additional information has been requested and received stating that the event occurred during loading. There was no patient contact. Surgery was completed using backup lens.